Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited possible loss of capture on the left ventricular (lv) channel. The patient went into the clinic because they were not feeling well. Technical services (ts) was contacted, and ts discussed programming options. The crt-p system remains in service. No adverse patient effects were reported.